Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optical part of a tecnis monofocal iol (intraocular lens), model pcb00v was observed damaged. Additionally, foreign matter reported on the lens. Procedure was completed successfully with a back-up lens and there was no patient injury reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 02/05/2019, device returned to manufacturer: yes. Device evaluation: a pcb00v device was received in the packaging box. The sample was observed under a microscope. It was observed with the plunger in almost complete advance position. Scarce amount of viscoelastic residues were observed only in the cartridge tip. Per dfu (direction for use), insert the ophthalmic viscosurgical device (ovd) cannula into the tip of the protective cap and completely fill the viewing window with ovd. The lens was observed out of the device with the trailing haptic stuck between the cartridge tip and pushrod. The leading haptic was observed positioned. What appear to be viscoelastic residues were observed in the lens. The optic zone was observed torn. The lens damaged was verified in the return sample. This condition could be related to scarce amount of viscoelastic observed that could cause an extra force to be performed to the pushrod during the delivery process. However, the sample was received with what appear to be viscoelastic residues in the optic zone and there was no detail about the foreign matter. Therefore, a product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.